Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient was hospitalized for dizziness (specific date not reported) and experienced a performance decrement with device use.additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.